Event description:
During manufacturer product analysis for a generator explanted for end of service, it was noted the as-received settings were indicative of a previous faulted systems diagnostics test, as the off time was 60 minutes. The faulted test did not occur at the explant surgery, as a manufacturer representative was present at the surgery. It is suspected the faulted test occurred at a previous patient office visit with the neurologist. Attempts for programming history to see when the faulted test occurred are in progress.

Event description:
All attempts to the reporter for vns programming history have been unsuccessful to date.